Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital after receiving multiple inappropriate shocks for what appeared to be supraventricular tachycardia. A local boston scientific field representative (fr) was called to interrogate the device. The fr was not able to find all therapy episodes in the device. Boston scientific technical services discussed that the device condenses electrocardiograms to save memory. The fr indicated that on one of the episodes that was available for review, the delivered shocks appeared to have accelerated the patient's rate into the ventricular fibrillation zone. The patient was to see an electrophysiologist at some point in the future. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.